Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with humalog insulin, which she self-adjusts. The inaccurate high issue began a day prior at 6:30am. The patient reported a blood glucose reading of "293 mg/dl" on the subject meter, which the patient felt was inaccurately high compared to a reading of "169 mg/dl" taken more than 3 hours later. According to the patient, he took 30 units of humalog insulin per the alleged elevated readings obtained on the subject meter at 6:45am. Within 15 minutes of the insulin intake, the patient developed symptoms of "shaking." It is unclear how the patient treated his symptom at the time of concern. At 10am, the patient obtained a blood glucose reading of "169 mg/dl" on another device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as food intake and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptom suggestive of hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.